Event description:
During an in clinic follow-up, noise resulting in oversensing and inappropriate mode switching was observed on the device. Pocket manipulation testing was performed and the event was reproducible. The device was reprogrammed to resolve the event, however, a revision procedure is anticipated to be performed at a later date. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the leads in the system were tested individually and the noise was not able to be reproduced. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of noise resulting in oversensing and inappropriate mode switching were not confirmed. The pacer was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis was performed and indicated normal device functionality. A sensitivity test under nominal conditions revealed sense parameters within normal range, and evaluation of output pacing parameters found no anomaly. Additionally, an evaluation of the header and connector revealed no contamination or foreign material that could contribute to the reported events. Furthermore, a longevity assessment was performed and the device was in normal rage of operation with appropriate remaining longevity.